Manufacturer narrative:
Device passed self test. However, device alarmed pump error 37 during rewind due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received drive count or time values or changes incorrect for moving or coasting error alarm. The customer's blood glucose levels was 57 mg/dl. The customer was able to clear the alarm and was not able to complete insulin pump rewind. The customer was working at a stadium and had to walk through an x-ray machine. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.